Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " left side deflation." The device has been explanted.

Event description:
Healthcare professional reported, "left side deflation". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one linear opening, flat creases and red/black particles in device outer surface. Leak test and microscopic analysis was performed which identified, one sharp opening and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one sharp opening in the side posterior assessed, as unidentified (tear) opening. Total delamination of plug strap disk shell assessed, as adhesive failure.